Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the arrow keys are struck and the buttons of the insulin were sticking. Customer stated that the insulin pump was not dropped or bumped nor has it been exposed to moisture. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.